Event description:
--

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated. Approximately six months later, the lead was explanted and returned for analysis. No information was provided regarding the extraction. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Visual inspection noted the helix was fully retracted and tissue was entwined. Dried body fluid was present beyond the helix housing, indicating fluid had coagulated within the mechanism housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, as a result of blood infiltration into the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observation.

Event description:
Boston scientific crm received information that there was a conductor fracture with another manufacturer's right ventricular (rv) defibrillation lead. A revision procedure took place and a new bsc right ventricular (rv) defibrillation lead was implanted. Pacing impedance measurements through the pacing systems analyzer (psa) were 500 ohms. The lead was connected to the implantable cardioverter defibrillator (ICD) and pacing impedance measurements were 754 ohms. The pocket was closed and impedances increased to greater than 2000 ohms. There was also a decrease in r-wave sensing to 1.5 mv. Pacing threshold measurements had increased to 2 v @ 0.5 ms. Subsequently, the device was explanted and replaced with another manufacturer's device. The rv lead remains in service. To date, there have been no adverse patient effects reported.